Manufacturer narrative:
A wallstent rx biliary delivery catheter was returned without the stent. The stent had been deployed and was not received for analysis. There were no issues noted with the profile of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. With respect to premature deployment the dfu advises the following; ¿caution: do not push forward on the delivery system with the stent partially deployed. The stainless steel tube must be immobilized securely. Pushing on the delivery system may cause misalignment of the stent and possible duct damage.¿ the investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallstent rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2015. The patient'a anatomy was not tortuous. According to the complainant, the physician experienced difficulty when inserting the uncovered wallstent rx biliary stent through an olympus tjfq180v scope. The physician was able to insert the stent through the scope, but was unable to advance the stent to the lesion. Therefore, the physician removed the wallstent rx biliary stent system from the scope and successfully placed a plastic stent in the patient's anatomy. The wallstent rx biliary stent system was packaged and saved for further analysis. The olympus scope was cleaned and sterilized post procedure. On (B)(6) 2015, while cleaning the olympus scope, a wallstent rx biliary stent was found inside the scope. According to the physician, the stent found in the scope was from the case that occurred on (B)(6) 2015. Upon inspection of the wallstent rx biliary stent system from (B)(6) 2015 that had been saved for analysis, the physician noted that the metal stent was missing. In the physician's assessment, the stent may have accidentally deployed in the scope due to incorrect use by one of the assistants during the ercp procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2015. The patient¿s anatomy was not tortuous. According to the complainant, the physician experienced difficulty when inserting the uncovered wallstent rx biliary stent through an olympus tjfq180v scope. The physician was able to insert the stent through the scope, but was unable to advance the stent to the lesion. Therefore, the physician removed the wallstent rx biliary stent system from the scope and successfully placed a plastic stent in the patient¿s anatomy. The wallstent rx biliary stent system was packaged and saved for further analysis. The olympus scope was cleaned and sterilized post procedure. On (B)(6) 2015, while cleaning the olympus scope, a wallstent rx biliary stent was found inside the scope. According to the physician, the stent found in the scope was from the case that occurred on (B)(6) 2015. Upon inspection of the wallstent rx biliary stent system from (B)(6) 2015 that had been saved for analysis, the physician noted that the metal stent was missing. In the physician¿s assessment, the stent may have accidentally deployed in the scope due to incorrect use by one of the assistants during the ercp procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent prematurely deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.